Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted during a stenting procedure performed on (B)(6) 2025. During the procedure, the wallflex biliary stent did not expand when placed. The device was removed, and the procedure was completed using a different device. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301- captures the additional device used to remove the unexpanded stent.